Manufacturer narrative:
An event regarding a fractured device involving a two exeter bone plugs was reported. The event was not confirmed. Method & results: device evaluation and results: the reported fractured component was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. A surgical delay of 5-10 minutes was reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopedics. If the device becomes available, this investigation will be reopened.

Event description:
When the surgeon was implanting the exeter plug into femur, 2 plugs fractured. Surgeon felt the plug fracture on implantation and retrieved both after fracture. There was a 5-10 minutes extra in theatre due to plug fracture and removal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
When the surgeon was implanting the exeter plug into femur, 2 plugs fractured. Surgeon felt the plug fracture on implantation and retrieved both after fracture. There was a 5-10 minutes extra in theatre due to plug fracture and removal.